Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around midnight, the patient reported her cgm ¿stopped giving her readings¿ but no specific alert could be recalled. The patient was wearing a tandem insulin pump. She was unaware this had occurred and had passed out, fell out of bed, and cut her arm. The patient¿s boyfriend called 911. Once emergency medical services (ems) arrived, the patient bg meter reading was taken but the patient does not know the specific reading. Ems treated her with ¿something¿, but she did not know what it was. The patient stated she regained consciousness after approximately 30 minutes. After treatment, the patient¿s bg meter reading was 146 mg/dl. The patient refused to be taken to the emergency room and remained at home. Ems also treated the patient¿s cut on her arm with a bandage before they left. The patient then went back to sleep. She woke up around 7:30 am and the cgm then showed a ¿replace sensor¿ alert. The patient was ¿fine¿ at the time of report. Data was provided for investigation. A wearable failure was found in connection to the allegation the allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.